Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): logic cr femoral por, right, sz 5 02-010-04-0350 5391561. Lgc tibial fit tray cem, sz 5f / 5t 02-012-45-5050 5323546. Three peg patella 41mm, 200-02-41 5698952.

Event description:
As reported, approximately 4 years post op initial right tka, this 79 y/o male patient was revised due to poly wear and loosening femur. Revised from cr to ps. Patient was last known to be in stable condition following the event. Device is not returning -disposed at the hospital.

Manufacturer narrative:
Section h10: h3: the revision reported was likely the result of both prosthesis wear and femoral loosening. The prosthesis wear may have been the result of malalignment between the femoral and tibial components, instability, patient-related conditions, or any combination of these possibilities, which allowed for increased posterior/medial contact between the femoral component and the tibial insert and led to the observed damage of the polyethylene. Additionally, a contributing factor to the observed damage may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The aseptic (non-infected) femoral loosening may been the result of an insufficient bond between the femoral component and the bone. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1 b2 g2 h4 h6 the revision reported was likely the result of both prosthesis wear and femoral loosening. The prosthesis wear may have been the result of malalignment between the femoral and tibial components, instability, patient-related conditions, or any combination of these possibilities, which allowed for increased posterior/medial contact between the femoral component and the tibial insert and led to the observed damage of the polyethylene. Additionally, a contributing factor to the observed damage may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.